Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 3.5 mmol/l versus 2.2mmol/l meter to lab. Tests were done within 10 minutes with a difference of 1.3 mmol/l. Patient did not experience any adverse events. No further information has been reported. Patient reported that a second lab and meter comparison was done 2 hours after the first test. The results were 5.1 mmol/l meter versus 2.7 mmol/l with a difference of 2.4 mmol/l which is also outside of specs.